Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the info provided, most likely the sheath material separated when the removal through the scarred groin took place. A scarred groin can grasp a device and hold strongly. This may have been enough to separate the sheath material depending on how tightly the scarred groin held the sheath and how hard the physician pulled on the sheath. We are aware that this may occur and preventative action has been filed in an effort to prevent this in the future.

Event description:
During procedure in 2007, the physician went to remove the sheath and it began to uncoil from the groin out. The item came out in three pieces. The pt went to surgery to have the particles of the sheath removed from the soft tissues. The patient had an extremely scarred groin.